Event description:
This is a spontaneous case report received from a nurse that was also the consumer in united states on 17-dec-2015 which refers to a (B)(6) female who had essure (ess205) (fallopian tube occlusion insert) inserted in (B)(6) 2007, lot number 621669, for permanent sterilization. Consumer reported that she uterine fibroids and experienced a lot of bleeding and discomfort, despite having several treatments for her symptoms, including birth control. She also experienced pelvic pain with stabbing pains in the general area of essure coils. She was unsure if her symptoms were related to essure. Her gynecologist did not think that symptoms were from essure and said that essure was in place and working correctly. She will be having a hysterectomy on (B)(6) 2016. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (ess205) (fallopian tube occlusion insert) inserted and experienced pelvic pain / stabbing pains in the general area of essure coils and bleeding (interpreted as genital bleeding). She will be having a hysterectomy (scheduled). These events were considered serious and listed in the reference safety information for essure. In this case, no alternative explanation was provided. Considering the nature of the events, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Additionally, non-serious events were reported. Further information and product technical analysis are being sought.

Manufacturer narrative:
Follow up information received on 26-apr-2016: quality-safety evaluation of product technical complaint (ptc): (B)(4). Batch number 621669. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (ess205) (fallopian tube occlusion insert) inserted and experienced pelvic pain / stabbing pains in the general area of essure coils and bleeding (interpreted as genital bleeding). She will be having a hysterectomy (scheduled). These events were considered serious and listed in the reference safety information for essure. In this case, no alternative explanation was provided. Considering the nature of the events, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Additionally, non-serious events were reported. Based on the available information no product quality defect was confirmed. Further information is being sought.

Manufacturer narrative:
Follow-up received on 21-jun-2016: the required number of follow-up attempts have been completed, with no response to date. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (ess205) (fallopian tube occlusion insert) inserted and experienced pelvic pain / stabbing pains in the general area of essure coils and bleeding (interpreted as genital bleeding). She will be having a hysterectomy (scheduled). These events were considered serious and listed in the reference safety information for essure. In this case, no alternative explanation was provided. Considering the nature of the events, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Additionally, non-serious events were reported. Based on the available information no product quality defect was confirmed. Despite attempts, no further information can be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.